Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report a device complaint and adverse events, with additional information provided by a nurse practitioner, concerns a (B)(6) male patient. Medical history included diabetes. Concomitant medications included insulin glargine and an unspecified cholesterol medication the patient received human insulin isophane suspension (humulin n) beginning on an unspecified date, reported as over 30 years ago. Dosage, frequency and indication for use were not provided. On an unspecified date, prior to 2007 (reported as over 5 years ago), the patient was switched for unknown reasons to insulin lispro (humalog cartridge) via humapen luxura device, 10 units with breakfast and lunch and 11 units with dinner, for the treatment of diabetes. In approximately 1993, the patient was diagnosed with left side bells palsy. On an unspecified date between 1992 and 1997 (15 to 20 years ago), the patient was diagnosed with diabetic neuropathy. Since prior to 1997 (reported as over 15 years), the patient began to experience unspecified issues with blindness described as problems when he tries to write things down. The event of blind was considered serious due to medical significance by the company. On unknown date(s), the patient was diagnosed with cataracts, proliferative diabetic retinopathy and hypertension. On unknown date(s), the patient was hospitalized for elevated blood glucose and transient ischemic attacks (tia). It was unknown from the report if the elevated blood glucose and tias were concurrent, or which insulins were associated with the events. No additional information was provided and no treatment measures were indicated. Insulin lispro was continued. At the time of the report, the blindness and diabetic neuropathy were ongoing. No other event outcomes were reported. The case include a suspect humapen luxura reusable device (associated product complaint number 2245488, lot number 0707g04). The patient was the operator of the device. Training status was unknown. General and suspect device duration of use was since approximately 1997. The device was returned on (B)(4) 2012. The reporting nurse practitioner did not provide an opinion of relatedness. Update (B)(4) 2012: additional information received from nurse practitioner (B)(4) 2012. Added hcp reporter. Added patient height, weight and ethnicity. Changed concomitant device to suspect, added additional device information. Reprocessed pc number. Added new serious events of elevated blood glucose and tias. Added new non-serious events of cataracts, bells palsy, hypertension and diabetic retinopathy. Amended causality for all events. Updated narrative with new information. Regenerated psur comment. Update (B)(4) 2012: upon review of this case on (B)(4) 2012, the case was opened to update the medwatch fields. Update (B)(4) 2012: additional information received on (B)(4) 2012, from the global product complaint database added the device specific safety summary and the returned and manufactured date of the device; updated the medwatch and EU/ca fields; updated the malfunction field to no; and updated that narrative.

Manufacturer narrative:
No further follow up is planned. Evaluation summary a patient reported that the injection button of his humapen luxura hd device would not press down, then would suddenly jump and press down. Investigation of the returned device (batch 0707g4, manufactured july 2007) found that the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is no evidence of improper use or storage